Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose readings that she cannot bring down. Customer stated that she will change the entire set out and her blood glucose will remain over 300 mg/dl. Customer stated that one night it dropped from 300 mg/dl to 100 mg/dl in 1 hour. Customer's blood glucose then went to 40 mg/dl. Customer's current blood glucose is 211 mg/dl. Customer stated that she usually uses the pump to treat. Customer mentioned that the tubing connector breaks when she locks in the reservoir. Customer stated that the tip of the cannula has white in it or is discolored. Customer has had no delivery alarms since the high blood glucose readings began. Customer performed the self test and the pump passed. Customer was advised to do a complete set change and to follow up with her health care provider regarding the high blood glucose. Customer reported having low blood glucose readings of 40 mg/dl and 45 mg/dl. Customer treated with milk.